Event description:
Hcp reported the pt was previously notified that they would need to seek care from another physician due to insurance issues. The pump's low reservoir alarm date was set for march 2004. The pt presented to a new hcp, 04/2004. The pump was interrogated which read 0.0 cc remaining. The catheter access port was accessed and 1-2cc fluid was aspirated. The new drug, at a lower concentration and lower daily dose, was instilled. The previous drug remained inside the pump tubing. Two days later the hospital called a manufacturer's representative and requested the pump rate be turned down. The pt was reported to be comatose and on a respirator. The pt had been given narcan, and was reported as stable. The next day the hospital called and requested the pump be turned off. The hospital physician was not available so the pump remained on at a nominal speed. There is no known pt outcome to date, however, the pt is reported to have missed a follow-up appointment in 2004.